Event description:
During an ablation procedure when rf was applied, the patient would go into afib which started when rf energy was applied and self terminated when rf was turned off. The procedure was successfully completed without complication and no injury to the patient. This event was previously reported on MDR 2953184-2008-00037 on (B)(6) 2008 for the capital equipment cardiac ablation system used in this event. This report is for the ablation catheter used in this event.

Manufacturer narrative:
This event was previously reported on MDR 2953184-2008-00037 on (B)(6) 2008 for the capital equipment cardiac ablation system used in this event. This report is for the ablation catheter used in this event. Actual device involved was evaluated and product found to be within specification. Information received from the account indicated that the ablation setup included a bloom stimulator and a ge prucka recording system. A previous engineering study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of un-intended cardiac stimulation. These conditions are described in the bsc technical paper entitled "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." The probable root cause for the creation of the dc voltage is a rectification of the rf signal by the output circuitry of the bloom stimulator. This failure mode occurs when the ept ablation system is used in conjunction with a bloom stimulator and ge prucka recording system. The results from the engineering study were previously communicated in a customer letter to all boston scientific ep customers in (B)(6) 2006.